Manufacturer narrative:
H3, h6) evaluation determined that the reported issue was confirmed. Inspection found a corroded and loose bearing at the tube's distal position. It was also found that there were vague tube and base markings that needed etching. Codes b01, c0601, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment experienced bearing failure during use. There was no patient involved.